Event description:
I wear a dexcom g7 sensor, last was sleeping it altered that I was 70 and getting lower, I did finger stick I was 133. I have also called dexcom ask when are guys fixing these problem. I really feel these things are dangerous. I also had couple made (B)(6) that wire popped up out thing and them been 100 points off. One best friend wear feel broke hip because it dent alert she was low. I really think guys look into to these.